Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported an end of service (eos) code. There was an allegation of dissatisfaction with the implantable neurostimulator (ins) longevity. The patient said she was told the ins would last 3 years, but it had only lasted 9 months. The device was off or disabled and no longer providing therapy. The eos screen was first shown on the morning of the report. The stimulation also turned off on the morning of the report. It was noted the patient said the manufacturer's representative had been worried that the patient was using it too much. They said it would last 3 years and the patient's doctor said that she could use it as much as she wanted. On the day of the report, the patient was in terrific pain. She had it all the time, but on the day of the report it was really bad and this was not good. There were no traumas or falls possibly related to this issue. It was noted the patient was also seeing the patient programmer batteries were low and would try new batteries in the patient programmer when she could. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that she had the implant replaced to resolve the end of service. The patient stated that the previous implant ¿went on the blink¿ and stopped working which was why it was replaced.